Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on (B)(6) 2015 by the eye care professional (ecp) that there were 3 known cases of corneal ulcers with the use of these contact lenses. One of the cases was from approximately 2 years ago from a different eye care professional and was told to the reporting ecp in conversation. The second case was at the reporting ecp's practice 1 year ago. The third case was from (B)(6) 2015 with a consumer (female) who denies sleeping in the lenses and has worn this brand of lenses for the past 1 and a half years. This report reflects the case of a corneal ulcer at the ecp's practice 1 year ago.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
No new information was available regarding this event as the eye care professional (ecp) was unable to locate the patient and information.